Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the battery was not lasting on the insulin pump. Customer also reported the insulin pump was alarming auto off in the middle of the night. The customer stated the auto off was set to 24 hours, but the insulin pump continued to alarm in the middle of the night. It was also found the battery did not last more than one week on the insulin pump. The customer's blood glucose was unknown. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.